Event description:
It was reported that the customer experienced rapidly dropping glucose levels which resulted in a low blood glucose reading. The customer's mother stated that the low blood glucose levels occurred because she and the customer had been out running around. She stated that she thought he had just gone too long without having a snack. She also noted that the sensor glucose readings were inaccurate. At night, the insulin pump alarmed lost sensors frequently. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.